Event description:
Reportable based on device analysis completed on 02jul2025. It was reported that the stent unable to advance in anatomy. The 70% stenosed target lesion was located in the mildly tortuous and non-calcified venous artery. After predilation, the stenosis was 40%. A 20x80x75cm venous wallstent self-expanding was selected for use. During the procedure, it was noted that the device was unable to advance in the anatomy. The procedure was completed with a different device. There were no patient complications as a result of this event. However, device analysis revealed damaged distal stent wires.

Manufacturer narrative:
Device evaluated by MFR: the device was returned with the stent partially deployed on the delivery system. The distal stent wires were noted to be damaged. A visual and tactile examination identified no issues with the tip of the device. A visual and tactile inspection found multiple kinks to the sheath of the device. No other issues were identified during the product analysis.